Event description:
This patient has had multiple surgeries on his knee. He has had an acl reconstruction and a previous total knee replacement. He presented in the clinic with pain in his total knee replacement and demonstrable anteroposterior instability. Treatment with an ap stabilization led to considerable improvement in his symptoms. He has decided to go ahead with a revision total knee arthroplasty.